Event description:
Reporter alleged obtaining the results of hi (greater than 600 mg/dl) and 167 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate a banana and cereal to treat hypoglycemia prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.